Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultrasmart meter was having a power issue. The medical affairs specialist called and left a message for the patient the next day. A letter will be sent. The pt was experiencing frequent urination and nausea at the time of concern. She had attempted to test on the subject meter while experiencing the symptoms. However, the meter had a power issue. It is not known as to how long the pt had the power issue with the meter. She has a backup meter and her blood glucose was tested on an accucheck meter (result not provided). However, the pt was taken to the hospital and given insulin treatment. Her blood glucose result at the hospital is not provided. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct test strips. She was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. The battery was last replaced less than a year ago and the condition of the battery contacts was also good. This complaint is reported as an event. The reported meter failed to operate at the time of concern and the patient was experiencing hyperglycemic symptoms. She was taken to the hospital and given insulin treatment. A replacement meter, control solution, and test strips were sent to the lay user/patient.